Event description:
Event description boston scientific received information that this right ventricular lead was unable to capture the myocardium and was surgically abandoned during a revision procedure. A new lead was successfully implanted and there were no reported adverse patient effects associated with this clinical observation.